Manufacturer narrative:
(B)(4). A portion of the lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, the patient reported some episodes of syncope. Upon interrogation, 140 episodes of non-sustained ventricular tachycardia were noted. The electrograms (egms) revealed noise, resulting in oversensing and three seconds of pacing inhibition on the right ventricular (rv) lead in this pacemaker dependent patient. During the revision procedure, the rv lead was removed from the device and connected to the pacing system analyzer (psa). Normal measurements were noted. When the device was re-connected to the device, pacing inhibition was again noted. As a result, the lead was removed from service. Attempts to explant the lead were unsuccessful and a portion of the lead remains in the patient's heart. No additional adverse patient effects were reported.